Event description:
The pt began to experience neck and arm pain, migraines, and a pulsating sensation in her chest after starting an exercise program and losing weight. Additional info has been requested. A f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).